Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy one ambulatory infusion pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition with a scratched screen. Functional testing involved starting the pump in application mode and no issues were found, the pump did not exhibit double beeping. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that during testing a smiths medical cadd-legacy one ambulatory infusion pump exhibited "double beep no cassette." There was no patient involvement and no adverse effects were reported.